Manufacturer narrative:
A specific root cause could not be determined. Additional information was requested for investigation but not provided. Based on the alarms received and the information provided about the preanalytical process of the customer, insufficient preanalytic procedures resulting in poor sample quality were considered to be a possible root cause. For the issue with estradiol, typical causes of this type of event include an issue with the handling of the reagent or contamination of the environment with the analyzer. From the information provided, there was no indication of generic reagent issues.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys estradiol iii assay result for one patient and a questionable elecsys hcg test system result for one other patient. Patient 1: the initial elecsys estradiol iii assay result was 8591 pmol/l and the repeat result was 224.6 pmol/l. Patient 2: on (B)(6) 2017, the initial elecsys hcg test system result was < 0.5 miu/ml with a data flag and the repeat result was 9.12 miu//ml with a data flag. The initial results were reported outside the laboratory and were questioned by the nurses and doctors. There was no allegation of an adverse event. The estradiol reagent lot number was 17399801 with an expiration date of 09/30/2017. The elecsys hcg test system reagent lot number was 189123. The expiration date was requested but was not provided. The field service representative checked the analyzer and could not determine a cause. Performance testing was completed. The instrument adjustments were within specification. He noted the room where the instrument was located was very warm and humid.